Manufacturer narrative:
Based on the event as reported and not having the sample returned, no conclusion can be made. In follow up, the customer contact was unable to provide specific details regarding the event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 119 units released for distribution in september, 2019. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [medwatch report 2600320000-2020-8008.pdf].

Event description:
Per medwatch form report # 2600320000-2020-8008: "ventralight st mesh with echo ps positioning system was used on patient. There was a small yellow piece of silicone that popped off the positioner while in the abdomen. The piece was unable to be retrieved." Addendum per hospital risk manager: the issue was discovered "when the surgeon was removing the echo ps balloon." "The cavity was irrigated and searched." As reported, there was no patient injury.